Event description:
It was reported that the patient went into cardiac arrest at home and was admitted to the hospital with chest pain. Device interrogation revealed that the device failed to deliver therapy and CPR had to be performed. The patient appeared to have converted on his own. Alerts were noted for possible output circuit damage and low, out of range high voltage lead impedance. The lead was capped and replaced. Patient was in stable condition after the event.

Manufacturer narrative:
.